Event description:
On (B)(6) 2025 the patient received the following results within 15 minutes: 454 mg/dl, 121 mg/dl, and 82 mg/dl. On (B)(6) 2025, the patient received the following results within 15 minutes: 450 mg/dl, 120 mg/dl, and 80 mg/dl.